Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While performing bench service for the device, an authorized bench technician noted that there were multiple prior errors recorded in the status log of the device. There was no patient involvement.